Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria.root cause has identified as event related to patient condition/non-product factors. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred distance vision. The iol was exchanged for another lens model 3 months following the initial implant procedure. Clinical reason for explant was mentioned as excessive residual astigmatism and wanted toric lens. Additional information has been requested.